Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete essential performance testing) has been confirmed. A review of download data indicates that the monitor reset after delivering a pulse during distributor functionality testing. Upon investigation additionally. The monitor's belt receptacle was contaminated, causing intermittent faults. A review of download data indicates that the monitor reset after delivering a pulse during distributor functionality testing. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the defective monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.